Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Indication for use. The device was not returned for analysis. The xience alpine everolimus eluting coronary stent system, domestic, instructions for use (IFU), states: the xience alpine stent system is indicated for improving coronary artery luminal diameter in patients, including those with diabetes mellitus, with symptomatic heart disease due to de novo native coronary artery lesions. In addition, the xience alpine stent system is indicated for treating de novo chronic total coronary occlusions. It is unknown if the IFU deviation contributed to the reported event. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined that the reported failure to advance, stent dislodgement, foreign body in patient and subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported the procedure was to treat the heavily calcified proximal to mid saphenous vein graft (svg) in the right coronary artery (rca). Thrombectomy was performed followed by heavy pre-dilatation with balloon catheters. The 2.5x18mm rx alpine stent delivery system (sds) was advanced; however, would not cross the lesion after several attempts. During retraction, the stent dislodged from the balloon. An attempt was made to advance a balloon catheter into the dislodged stent; however this was unsuccessful. No attempts were made to snare the dislodged stent and it remains in the proximal svg. No further attempts were made to treat the lesion as the patient was in stable condition. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.